Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the customer recently switched from novalog to humalog and believes humalog has a stronger effect on bg levels. Reportedly, the customer required assistance from partner to treat bg via consumption of carbohydrates. Additionally, customer's healthcare provider adjusted settings to reduce insulin consumption.